Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was damaged to the drive support cap. Customer¿s current blood glucose was 81 mg/dl. Customer¿s different blood glucose was 300 mg/dl, 200 mg/dl and 135 mg/dl. Customer stated that the drive support cap was flush and out of space. The customer treated with the insulin pump and manual injection. Customer troubleshoot was performed. Customer based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with scratched case. Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted.